Event description:
It was reported that the first revision was removal of bipolar device and placement of cup and constrained liner and head.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown bipolar device. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.